Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos show that the septum of the sample has fallen off. 2. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every day at 7:00, 19:00 and when changing product gauge to ensure the effectiveness of the inspection. 3. This product (sku 383071) has never been declared to be used for high-pressure injection. 4. DHR review and retained sample analysis are not performed as the batch code is "unknown" for this complaint. Conclusion(s): the returned photos show that the septum of the sample has fallen off. As no actual sample is received and further analysis cannot be done, the root cause of the septum falling off cannot be determined, which may be related to the wrong use of the product.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 22gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter, translated from chinese to english: during hyperbaric imaging in the CT room, the isolation plug fell apart causing leakage and wastage of patient's medication.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.